Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that they have had issues with the tubing becoming disconnected on one side of safety clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was received for quality evaluation. The photo received shows that the tubing separated at the lower pumping segment fitting to tubing. The customer complaint of separation was confirmed. The investigation was then forwarded to manufacturing for root cause analysis. A root cause could not be fully determined because a physical sample was not provided. The probable cause of the issue is a lack of bonding solvent between the components allowing for the tubing to separate easily. A device history record review for model 2426-0007 lot number 25013183 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.